Event description:
Reporter alleged customer was unconscious at 7 pm and his glucose tested 197 mg/dl on the compact plus system compared to the emergency medical technicians (emts) result of 55 mg/dl, when testing was performed 2-3 minutes apart. Reporter stated customer was treated with a glucose injection and vitamin b. Reporter indicated prior to the testing; customers glucose was 128 mg/dl at 1 pm before lunch, so he took 3 units of sliding scale rapid insulin with food and took another 4 units of the same insulin based on a carbohydrate count at 5:30 pm without testing on the system. It was stated customer was found minutes later, unconscious on the bathroom floor. No other actions were taken or treatment was received by medical professionals. A request was made for the return of the suspect device and replacement product was sent.